Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 394 mg/dl, 140 mg/dl and 218 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated at another time, other results of 294 mg/dl, 141 mg/dl, 330 mg/dl, and 194 mg/dl were obtained back to back within 10 minutes on the same system. Reporter stated that he took two units of insulin after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.